Manufacturer narrative:
The astral device was not returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 191) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.